Event description:
A customer reported a malfunction on their insulin pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.